Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured 01/23/2012. Evaluation of the device observed the pin was bent which prevented the blade locking mechanism to operate. The root cause of the reported event is currently undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal oscillating saw attachment sawblade couldn't be removed from the attachment, it would not open enough. There was no patient harm or delay reported, and the procedure was completed with an alternate device.